Manufacturer narrative:
Analysis of the returned subject device did not permit to confirm the reported event since the device works correctly and no error message is displayed. The main hypothesis is that a hardware failure or a loss of network caused the issue when the event occurred. No cause could be clearly established. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter directly displays "technical problem" after entering the implant serial number.